Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported blurry vision and glare in the left eye five days post photo refractive keratectomy (prk). Infiltrates were noted to be found. Visual acuity and glare were reported to be improving but are not 100%. The patient was prescribed a topical steroid drop to use every hour and an antibiotic drop to be used four times a day. Patient continues to be monitored. Two days later, no pain or discomfort was reported. Patient reports having trouble focusing on the computer. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior to and after the date of treatment. There is no indication that a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).